Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit's ac cord was damaged. There was no patient involvement.

Manufacturer narrative:
The fse that encountered the issue replaced the ac power cord reel. All functional and safety checks were performed to meet factory specifications. The maquet failure analysis and testing dept.(fat) received ac power cord with a reported unit failure of a damaged and frayed ac power cord. The fat performed a visual inspection and found the part to have a damaged ac power cord. Fat was able to verify the reported issue. No root cause able to be determined for the damage. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5)

Event description:
N/a